Event description:
Resident inserting central line. Placed introducer over guidewire. Could not get guidewire removed from pt. When wire finally removed, it was noted to be shredded. Since this occurence, rptr has experienced 3 additional problems with arrow products. Individual reports filed for dates of occurrence.